Event description:
The customer reported that their central nurse's station (cns) is not displaying telemetry devices spo2 correctly.

Manufacturer narrative:
Details of complaint: on 02/03/2021, the customer at wellstar health system reported the following issue with pu-681ra(central monitor processing unit for cns 6801); sn-(B)(6) from patient monitoring: cns was not displaying telemetry devices spo2 correctly. Example given by the customer was that if the spo2 says 100 at the transmitter, it will display the value as 90 on the cns. No harm or injury was reported. Investigation summary: per the operator's manual the possible causes of incorrect parameter display on the cns has been cited to be incorrect parameter settings configuration. Another possibility is duplication of the transmitter channel. When two or more transmitters use the same channel to transmit data to the cns, the transmitted parameters could be scrambled. In these cases, the channels used by the different transmitters need to be sorted out. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the all the possible causes have been attributed to incorrect settings configuration, which is a user responsibility. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not displaying telemetry devices spo2 correctly. Example given by the customer was that if the spo2 says 100 at the transmitter, it will display the value as 90 on the cns. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) is not displaying telemetry devices spo2 correctly.